Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 23-year-old male with a history of cardiomyopathy underwent impella support. On (B)(6) 2026, following extubation, a hematoma was noted near the axillary cutdown site. The rn reported significant, erratic movement of the patient¿s right upper extremity during the extubation process. The hematoma was likely related to patient movement during extubation rather than device malfunction. The impella 5.5 remained stable with three-point fixation confirmed, and no intervention was required. The device was successfully explanted, and the patient remained stable following removal. Based on available information, the device functioned as intended throughout the support period.

Manufacturer narrative:
D4 UDI information was was inadvertently omitted on the initial manufacturer device report. D6b explant date updated.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Access site adverse event/ hematoma: the cause of the access site adverse event/ hematoma is most likely unintended use error related due patient's significant, erratic movement of right upper extremity during process. Device history review: the device passed all post sterile inspection checks.